Manufacturer narrative:
On november 20, 2025, novocure received additional information from the study site. Outcome of the event was updated from "'not recovered/not resolved" to "recovered/resolved". Event end date was updated from "blank" to "31-oct-2025". On november 25, 2025, novocure received additional information stating that the patient was discharged from the hospital on (B)(6) 2025.

Event description:
A 74-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025, as part of the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma." While enrolled, the patient experienced the serious adverse event of cerebral oedema which required hospitalization. On (B)(6), the subject was randomized into the study. The subject received pembrolizumab or placebo in infusion of volume 110 ml IV first on (B)(6) 2025. This was the last dose before the event. On (B)(6) 2025, the study device was applied at 200khz ttfields in two sequential, perpendicular field directions at a maximal intensity of 707 rms. The last date of study device use before the event was on (B)(6) 2025. On the evening on (B)(6) 2025, the subject experienced increased fatigue and decreased responsiveness, which resulted in a missed dose of temozolomide (tmz) at bedtime. At night, the subject's spouse found him on the floor and reported that it took several hours to assist him; eventually, non-emergency services were contacted to help him get up. The subject was unable to speak or communicate his needs. Earlier that evening, his blood glucose had dropped to the 70s prior to dinner; pre-prandial insulin had already been administered, but he did not eat. His spouse gave him orange juice and glucose tablets. By approximately 3:00 am, his blood glucose had risen to the 260s. When she found him on the floor, his blood glucose was approximately 120. On (B)(6) 2025, upon arrival at the emergency department at 11:30 am, laboratory tests were performed, neurology was consulted, and 10 mg IV dexamethasone was administered. Eeg was negative for seizure activity. The subject was noted to be confused and oriented x2. Physical examinations and vital signs details are not available at the time of this report. Treatment for the event included: dexamethasone (10 mg/IV/once, on (B)(6) 2025). Treatment with temozolomide was temporarily interrupted on (B)(6) 2025 and with study device was temporarily interrupted on (B)(6) 2025. No action was taken with the pembrolizumab/ placebo. Physical examinations and vital signs details are not available at the time of this report. The event was ongoing, and it was unknown if the subject was discharged at the time of this report. Prior to the start of this sae, the subject did not experience any relevant non-serious/serious adverse events (saes) and events of clinical interest (ecis). Initial information was received on october 30, 2025.

Manufacturer narrative:
The investigator considered the event of cerebral oedema, grade 3/severe in intensity as probably related to pembrolizumab or placebo, probably related to study device, possibly related to temozolomide and not related to study procedure. In the opinion of investigator, the event was related to radiation therapy. Additionally, per the investigator, the event was related to study device, pembrolizumab or placebo and temozolomide due to inflammatory response and subsequent edema. The sponsor assessed the event as not related to pembrolizumab/placebo, not related to the study device, not related to temozolomide, and not related to study procedure. The subject's recent episode of cerebral edema, along with a documented medical history of cerebral edema prior to randomization and ongoing since on (B)(6) 2025, is likely due to the underlying condition of gbm, that explains the worsening of the reported event. Additionally, hypoglycemia may have further contributed to the swelling of the capillary endothelial cells, causing circulatory disturbances and worsening of cerebral edema. Additional information was requested from the principal investigator (pi) to support causality assessment, especially related to the current status of malignancy, concomitant diseases, medications and diagnostic methods. There is limited information to support positive causality to suspect drug. The sponsor awaits information and will perform a reassessment upon review of follow-up information. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).